Manufacturer narrative:
Evaluation summary:the stent was positioned on the balloon between the marker bands as per specifications. The 13th 14th and 15th distal stent segments were slightly stretched and deformed. Although the stent passes od specification the damage evident on the stent does not meet the visual acceptance criteria. (B)(4).

Event description:
The endeavor resolute device was removed from the packaging per the instructions for use and inspected prior to use with no issues noted. It is unknown if negative prep was carried out. The lesion was pre-dilated. Physician was attempting to use one endeavor resolute drug-eluting stent in a lesion with 95% stenosis but the stent deformed. There was resistance encountered when advancing the device and excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. It is unknown how the lesion was treated. There was no injury to the patient. Please note that this device (resolute endeavor) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions